Event description:
It was reported that a malfunction occurred on the pump, specifically displaying a malfunction code labeled as malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer initially received pump reset information from technical support but was unable to reset the pump during the call. Later, the customer successfully reset the pump independently, and it operated as expected.